Event description:
The customer reported the system displayed dark and blurry images. The ge representative reported the cine bridge and real time operating system had malfunctioned. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty parts were identified and replaced. The system was then found to be operating as intended.